Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the catheter tore inside the patient. A 65cm kumpe catheter was then used to retrieve the piece of the fractured catheter that was still inside the patient. Per the physician, the entirety of the catheter was removed and confirmed with the x-ray that was being used throughout the case.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed. The tip of the device had separated from the body. Possibly, the device experienced excessive tensile force during use which caused the tip of the device to separate from the body. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. The suspect device was not returned for evaluation.